Event description:
It was reported that the device was broken in the package below the olive plug on the insertion sleeve. The customer used another like device to start the case.

Manufacturer narrative:
Info not available, device not returned for analysis.